Event description:
Reporter states the chair was turned off and in the process of being charged. The end user stated that when end user first plugged in the charger, end user noticed sparks coming from the point where the power cable enters the controller. The wheelchair would not turn on. End user left the room to get assistance from another member in the house and they discovered smoke coming from underneath the seat. End user called the fire dept and they brought the chair outside to the driveway and sprayed the smoldering wires with an extinguisher. The dealer was contacted and found the chair on the dirveway with the batteries removed and all cables to the controller disconnected. There were no injuries as a result of this incident. The end user also mentioned that after the wheelchair had been delivered it had been modified by the dealer with the addition of power elevating legrests. The chair is used primarily indoors and any outdoor use would not have contributed to any dirt or moisture to build up in the controller.